Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient obtained blood glucose results of 6.3 mmol/l and 3.1 mmol/l, within 1 minute, on the aviva nano system. At the time the results were obtained, patient reportedly felt hypoglycemic. Report notes that emergency services were summoned and, at an unspecified time, patient's blood glucose measured 3.x mmol/l (exact value was not reported). No treatment was reported and no adverse event occurred. The manufacturer requested the return of the suspect product for evaluation.